Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision procedure due to the pump "sitting" too high on the scrotum. During the procedure the existing pump was removed and replaced with a new one. The explanted device was not released by the hospital. The patient was said to be doing well after the procedure. It was stated that no more information is available through the physician. No more information available at the moment. Should additional information become available, it will be provided.